Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that electrogram (egm) review was requested for the cardiac resynchronization therapy defibrillator (crt-d) due to continued far field signal oversensing and intermittent undersensing of small p-waves on the right atrial (ra) lead channel, resulting in inappropriate anti tachycardia pacing (atp). It was noted that p-waves measured as low as 0.4mv. Technical services (ts) reviewed troubleshooting options, possible causes, and programming considerations. Ts discussed that programming options were limited, and the physician may want to consider revision for this right atrial (ra) lead. The crt-d system remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). No device details are available. Received voluntary anonymous medwatch report, mw5151438.